Manufacturer narrative:
(B)(4). The customer returned a 4 lumen cvc catheter for evaluation. The distal luer hub was separated from the distal extension line and the luer hub was not returned. The catheter showed evidence of use. Visual examination of the sample revealed the distal luer hub has separated from the extension line. Microscopic examination revealed the material at the separation point of the extension line appears jagged and uneven. The defect is consistent with the luer hub tearing from the extension line due to excessive force. Residual adhesive is present on the body of the extension line. The separated distal extension line measured 83mm. The specification for the extension line length (including the luer hub) is 109-121mm and the standard luer is 22mm per extension line product drawing. Therefore, the extension line likely broke approximately 10mm from the luer hub. The inner and outer diameter of the extension line were measured and were within specification. A device history record (DHR) review was performed on the catheter including the distal extension line and no relevant manufacturing issues were identified. (Con't) other remarks: the instructions-for-use (IFU) provided with this product contains several warnings to mitigate damage to the catheter. The IFU cautions the user to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen. It also cautions the user to not secure, staple and/or suture directly to outside diameter of extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Catheter should be secured only at indicated stabilization locations. The IFU also lists several disinfectants that contain solvents which can weaken the catheter material. Alcohol and acetone can weaken the structure of polyurethane materials. The report that a luer hub separated from the extension line was confirmed through examination of the returned sample. The distal luer hub separated from the extension line, but the luer hub was not returned. The extension line had a jagged/torn appearance at the point of separation consistent with excessive force being applied. The inner and outer diameters of the distal extension line measured within specification. A DHR review was performed on the catheter and did not reveal any manufacturing related issues. Based on the torn appearance of the extension line and the report that the hub was pulled off during patient movement, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that the patient was being turned and the clinician noticed that the distal hub (brown) of the cvc completely detached from the pigtail and the blue slide clamp slid off. The affected lumen was manually clamped. No report of an adverse effect on the patient. The cvc was still in situ and in use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the patient was being turned and the clinician noticed that the distal hub (brown) of the cvc completely detached from the pigtail and the blue slide clamp slid off. The affected lumen was manually clamped. No report of an adverse effect on the patient. The cvc was still in situ and in use.